Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: they have been trying to get in touch with their doctor. Patient said they are still not able to charge the ins because the handset and recharger won't connect, cause of this difficulty was not known. It was reviewed the patient can try to charge ins without the handset and recommended resetting the recharger. Patient did not have equipment with them at the time of the call in order to perform troubleshooting. Patient said the also get shocked when they are charging, they state it feels like it takes over the bottom of their back and through the front. They do put the recharger directly on skin. Patient said the recharger doesn't connect to the ins unless it is on skin. The sensation was again described as electrocution that is very painful. It was noted the implant site is healed. The screen on the recharge app states: "charging my battery, lowest and highest number." Once the patient is in position and establishes a good connection the electrocution goes away, but when trying to connect they feel it. When asked whether the sensation was present for every charging session or just randomly, the patient stated just randomly, and that this started happening like within the last 2 week ago. On september 13th the patient reported they are not yet able to recharge, and that the approximate implant depth is 1/4 inch, just under the skin on their back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient (pt) reported a 1707/coupling issues error since they first got their device and it seems to be getting worse. The pt stated they were constantly having to reconnect to the implant and weren't moving an inch. The pt stated they couldn't wear the recharging belt, because they couldn't get it connected at all. The pt stated they are unable to get the implant charged up to 100%. The patient also reported a shocking sensation while they were recharging. A layer of clothing was not used when the sensation was felt. The patient stated that it felt like it "takes over the bottom of their back and through the front". They described the sensation as a electrocution that was very painful. It was noted that the implant site was healed and that the sensation occurred when they were charging their battery and the screen showed the lowest and highest number. The patient stated that it occurred randomly during recharging sessions, once the patient was in a position and establishes a good connection the electrocution goes away, but when they try to connect, they feel it. This started happening "like within the last two weeks".  The following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, recommended using recharger over a thin layer of clothing, and reviewed repositioning the recharger. No active troubleshooting was done, as the patient did not have their equipment with them at the time of the call. The pt stated there was no way they could use a thin piece of material over the back of the recharger, as this won't allow them to connect to the implant at all. The patient also mentioned that their implant does feel like it's angled but can't completely feel it since it protrudes from their back. The pt also states they were usually in a sitting position when trying to recharge. The patient was going to be contacting their managing doctor to get in person education on how to best charge the implant.